Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) failed to start the infusion. The pump would indicate that it is running and sound like it is infusing; however, no blood was actively infusing to the patient. This issue occurred during the infusion of blood product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.